Event description:
The battery of the neurostimulator was lower than usual. The ins measured 3.06v while still in the box. It was confirmed that the beginning of life battery level when it left the MFR was 3.29 v which passed the battery voltage test. The battery voltage was interrogated before implantation and before opening the device in a sterile environment. The pt had not yet been brought to the operating room. The decision was made not to implant the device.

Manufacturer narrative:
(B)(4). The device was returned for analysis which was not complete as of the date of this report. A follow-up report will be submitted when device analysis is complete.